Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the back and to the upper, lower and mid abdomen on (B)(6) 2022 using the elite c120 and c150 applicators and developed paradoxical hyperplasia (pah/ph) after treatment.

Manufacturer narrative:
Additional information: b5. Corrected data: d1.

Event description:
Allergan aesthetics received additional information that the patient underwent corrective liposuction and presented with recurring paradoxical hyperplasia (ph).

Event description:
Allergan aesthetics received additional information that the patient underwent corrective vaser ultrasound liposuction on (B)(6) 2023.

Event description:
Allergan aesthetics received additional information that the patient underwent corrective vaser ultrasound liposuction on (B)(6) 2023.

Manufacturer narrative:
Corrected data: d1.